Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and passed the self test, unexpected restart and off no power tests. The pump was received with minor scratches on the lcd window, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that there is physical damage to the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that the battery cap was stripped and that there was a crack on the battery cap and battery compartment entrance; the crack was a half inch long and a fourth of an inch wide. The customer mentioned that the damage may have been caused by dropping the device or removing the battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Additionally, the parent mentioned that his son's blood glucose exceeded 500 mg/dl. The patient treated via manual insulin injection. His blood glucose decreased to 460 mg/dl and he then administered an insulin pump bolus. Troubleshooting was declined for the high blood glucose. The insulin pump was returned and replaced.